Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received two motor error alarms in 30 days from his/her insulin pump during prime. The customer's blood glucose level was 155 mg/dl. Troubleshooting was performed. The insulin pump was able to complete the prime process. The customer changed the reservoir and infusion set. The product is being returned. Nothing further was reported.